Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced cloudy effluent along with symptoms of abdominal pain. While there was no peritonitis reported, it was unable to be ruled out as a cause for the reported symptoms. The pt was not hospitalized for the events. Treatment was not reported. At the time of this report, the pt was recovering from the events and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.